Event description:
This quinton catheter was inserted into the right femoral. The catheter was connected to abbott twin-site tubing. The tubing was attached to the catheter simply by inserting the male end into the female end and a piece of surgical tape was wrapped around the connection. The patient alone in her room for a 15 minute period. During this time, the catheter and tubing seperated. The patient subsequently bleed to deathinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.